Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6- medical device problem code 2017 removed.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional coronary heart catheterization procedure using a 6f sheath. Reportedly, there was some resistance advancing the proglide in the vessel. The iliac was noted to be tortuous. After deployment, the footplate lever was closed yet the footplate did not retract into the guide. The device was stuck. The vessel was incised to remove the device, and the access site closed with surgical suturing. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.